Event description:
During a maxillofacial surgery involving the implantation of a custom inplant, the surgeon reported that the implant was not seating properly on the patient anatomy and the surgeon was unable to complete the procedure as planned. Vsp system surgical marking guides were provided by 3d systems to assist the surgeon in the procedure.